Manufacturer narrative:
(B)(4). D10: cat# 162032 lot# 1638646 bi-metric hap 12x140 mm. G2: foreign: united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. The patient did well for approximately 14 years when she felt her right leg collapse while walking. The patient was unable to ambulate after the event. After receiving physical therapy and a second surgeon opinion, workup revealed elevated cobalt and chromium levels and a pelvic fracture. The patient was revised approximately 14 years post implantation. During the revision, significant tissue damage from metallosis was encountered. The stem was removed with the head as they were unable to be separated during the revision. All allegations have been provided per patient report with no medical records provided thus far. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were (update/corrected). Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and identified the following: patient reports right leg collapsed with inability to ambulate with the sudden onset of right buttock, groin, and thigh burning pain 3 months ago with exam of hip moving freely and no tenderness or swelling. Clear signs of lumbar nerve root impingement. MRI: compression of the right l4 nerve root, of the pelvic noted apparent cortical irregularity and a small bony ¿defect¿ in the gt which contained some fluid signal. Overall MRI not concerning for armd (adverse reaction to metal debris. CT scan showed there was a fracture in my pelvis. The femoral head dislocated posteriorly, fracture line minimally displaced. Acetabulum excised and found to be not grossly loose but osteolysis. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.